Event description:
It was reported surgical intervention was undertaken on (B)(6) 2014 explanting the scs sys due communication and charging issues with the ipg. Reportedly, stimulation was not lost, however the pt never received pain relief from the sys and wanted it removed.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.